Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-05, (B)(4) - eq rev locking screw. 320-15-01, (B)(4) - eq rev glenoid plate.

Event description:
As reported, approximately 1.5 months post of the initial left tsa, this female patient was revised due to the glenosphere being disconnected from the baseplate. This caused the patient discomfort in her function. The surgeon reviewed her and managed to reduce it, ensuring it sat again in its normal place by fluoroscopy. The revision was planned to determine the reason for the disconnection, but when he opened, the glenosphere was in place and well screwed. Since the surgeon had to unscrew the glenosphere and locking screw to ensure there was not damage, he changed them. Patient required a revision (outpatient) as a direct result of this issue. There was not surgical delay/prolongation. Devices will not be retuning due to them being thrown away during the time of the surgery.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of posterior dislocation of the humerus, which was mistaken as disassociation of the glenosphere. The dislocation may have been due to joint instability following the original surgery, patient conditions, or an unknown post traumatic event.